Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast reconstruction revision with an unspecified gel mentor breast implant and suffered from cutaneous contour deformity on the right breast implant. The patient experienced dissatisfaction with procedure outcome. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.

Manufacturer narrative:
On 1/28/2021, mentor became aware that it was reported incorrectly that reason for device explant and/or reoperation was stated. The answer should be : not applicable. Manufacturer¿s reference number: (B)(4). Reason for device explant and/or reoperation : n/a.